Manufacturer narrative:
Unit received with minor scratched display window, completely broken off reservoir tube lip, missing reservoir tube o-ring, stained end cap sticker and stained address/serial number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated reservoir compartment plastic around top was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.